Event description:
It was reported to boston scientific corporation in 2007, that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure on the same day. (Male patient; age and weight unknown) according to the complaint, during the procedure the balloon burst at 10 to 11 atms. No portion of the device broke off into the patient. The case was completed with a second rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual evaluation found that the balloon was torn longitudinally.